Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 4 there was a power fail warning as well as fluid was discovered during pd treatment. Patient canceled treatment. The fluid was found on the external of the cassette and in the pump module area of the cycler. The patient agreed to trying to use the cycler for the next treatment during a discussion with technical services. In a follow up, the patient verified the power fail and fluid leak, but was able to use the cycler successfully the following day as well as every day since. There was no harm, adverse event or intervention due to the leak. The cycler is not available to return.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that during drain 2 of 4 there was a power fail warning as well as fluid was discovered during pd treatment. Patient canceled treatment. The fluid was found on the external of the cassette and in the pump module area of the cycler. The patient agreed to trying to use the cycler for the next treatment during a discussion with technical services. In a follow up, the patient verified the power fail and fluid leak, but was able to use the cycler successfully the following day as well as every day since. There was no harm, adverse event or intervention due to the leak. The cycler is not available to return.